Event description:
Patient presented with vocal cord paralysis. The patients generator was explanted. The explanted generator has not been received by the manufacturer to date. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. No other relevant information has been received to date.